Event description:
The customer reported a false negative result when testing a patient sample with the consult diagnostics hcg urine cassette. The patient was being tested prior to placement of an iud, which was implanted following the negative result read at 3 minutes. The test was then checked at 5 minutes and the result was observed to be positive. Quantitative hcg tests were then performed with positive results. Information regarding patient outcome and status of the pregnancy were not provided. This event is conservatively being filed as a serious injury due to the potential for damage to the fetus as a result of the placement of the iud.

Manufacturer narrative:
N/a.